Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that patient arrives in infusion center for pump disconnect. Secondary microclave on port needle leaking. On securely, so possible cracked connection. Patient states dressing was wet when he awakened. Needle was removed and patient skin cleaned and dried. Soiled shirt placed in plastic bag additional information received 02 october 2023: leaking involved a hazardous drug spill on the area and patient. There were no pieces broken off.